Manufacturer narrative:
(B)(4). The initial reporter declined to provide additional information. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy peritoneal effluent, coincident with peritoneal dialysis therapy. The cause of the event was not reported. Treatment for the event was not reported. Extraneal and physioneal therapies were ongoing. The patient was not recovered from the event. No additional information is available.